Manufacturer narrative:
The suspect medical device was updated. Relevant fields of sections d and g were updated. The ferritin reagent lot number was 64725205 with an expiration date of 31-dec-2023. The customer's last valid calibration was performed on (B)(6) 2023. The customer's calibration from on (B)(6) 2023 was not valid. It is not clear if additional calibrations were performed prior to the date of the event on 13-apr-2023. The field service engineer (fse) found expired sample wash and replaced it. The fse adjusted the water pressure, the gear pump pressure, and the mixer rinse. Instrument performance testing passed. A 21-cup precision was performed. The customer ran qc with acceptable results. The service actions resolved the issue.

Manufacturer narrative:
The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas 6000 e 601 module. The initial result was > 2000 ng/ml with a data flag. The sample was auto-diluted and repeated by the instrument with a result of 45.72 ng/ml. The result of 45.72 ng/ml was reported outside of the laboratory where it was questioned by the doctor as the result did not correspond to the results typically received for a patient with sickle cell. The sample was sent to the customer¿s sister laboratory and tested on their e601 module with a result of 8826 ng/ml. This result was believed to be correct. The customer's e601 module serial number was (B)(6).